Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported an asymptomatic patient presented in clinic for a follow-up . The device was found to be in backup vvi mode was detected. A device download was performed successfully.